Manufacturer narrative:
(B)(4). The returned ultratome xl was analyzed, and a visual evaluation noted the wire inside the handle was found detached and broken. It was also observed that the break in the wire was not smooth. No other issues with the device were noted. The reported event was confirmed. According to product analysis, the wire inside the handle was found detached and broken. Based on the condition of the device, the observed damage may have been caused by manipulation during preparation/procedure or handle extension/retraction in the coiled position. Based on review and analysis of all available information, the most probable root cause is adverse event related to procedure. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu) / product label.

Event description:
It was reported to boston scientific corporation that an ultratome xl device was used in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2020. According to the complainant, during unpackaging, the physician found the handle was broken off the device. The procedure was completed with another ultratome xl device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. This event has been deemed a reportable event based on the investigation finding of wire detachment/separation.